Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states in the preparation for use section to evacuate air from the balloon segment. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure, after submerging the device in saline per the device instructions for use, and after evacuating air from the device while inside of patient anatomy, a 1.2x6 mini trek rx balloon dilatation catheter (bdc) was advanced via femoral access to a heavily calcified, concentric, de novo, 100% stenosed lesion in the heavily tortuous proximal right coronary artery without resistance. During the 1st inflation, using an unspecified inflation device, the balloon ruptured at 6 atmospheres. The mini trek rx bdc was withdrawn from the anatomy without resistance and a new trek was used to perform pre-dilatation, followed by successful placement of a non-abbott drug eluting stent, resulting in 0% stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.